Manufacturer narrative:
Image review: a complete set of fluoroscopic intraprocedural images was provided for review. Fluoroscopic inspection of the valve load was performed and demonstrated an acceptable load. Review of the intraprocedural imaging demonstrated significant vascular tortuosity. Complex anatomical configurations may increase the risk of vascular trauma, including but not limited to multiplanar curvature of the aorta, acute aortic angulation, and severe calcification. In accordance with the instructions for use, if two or more of these anatomical factors are present, consideration of an alternative access route is recommended to mitigate the potential for vascular complications. Despite the observed tortuosity, the delivery catheter system was advanced and successfully crossed the aortic valve. The valve was deployed to a position just prior to the point of no recapture, and depth assessment was performed. Valve depth was estimated at approximately 4 mm on the noncoronary cusp, confirmed in the cusp overlap view, with expansion observed at the inflow. Depth was additionally assessed at approximately 6 mm on the left coronary cusp, confirmed in the lao view. Under-expansion should prompt removal of the delivery system, pre-dilatation, and implantation of a new valve using a new delivery system. Despite the observed under expansion, the valve was released. During the final stage of valve release, paddle hangup was observed, requiring slight forward movement of the delivery catheter system to facilitate release. Following these maneuvers, the valve appeared stable within the aortic annulus. During withdrawal of the delivery catheter system, interaction between the paddle attachment and one of the valve paddles was observed, after which the valve was noted to dislodge into the aorta. The dislodged valve was subsequently snared. A non-medtronic valve delivery system was then advanced, with the assistance of a secondary guidewire positioned in the left ventricle. The non-medtronic valve was successfully implanted. The absence of a pre-implant patient executive summary limited the ability to perform a comprehensive anatomical assessment. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Corrected: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation with the evolut fx+ 26 millimeter valve, a valve dislodgement occurred caused by the paddle pocket of the delivery catheter system (dcs). Anatomical measurements were compatible with the implantation of the evolut 26 millimeter valve, and tortuosity of the abdominal aorta and aortic arch was present. A direct implantation strategy without predilatation was chosen. During positioning, operators observed a loss of control of the delivery system, which was likely related to the anatomical tortuosity. Fluoroscopic checks were performed to assess valve position, and the valve was considered to be in an adequate position for release. During deployment, the second leaflet did not detach smoothly from the dcs. While attempting to withdraw the delivery system, proper centralization relative to the valve could not be achieved, and the paddle pocket dragged the valve into the ascending aorta. Subsequently a non-medtronic valve was implanted. No patient complications have been reported as a result of this event. Additional information was received that right femoral access and a non-medtronic guidewire were used for the procedure. The valve was implanted into the native annulus using cuspal overlap technique. All necessary precautions were taken to ensure the valve was released slowly and in a controlled way. The dcs did not twist or torque during deployment, but the tortuous anatomy made it difficult to manipulate. The nose cone was still inside the ventricle when the valve dislodged. Per the physician, the cause of the dislodgement was the difficulty to respond to dcs stimuli during withdrawal phases due to severe tortuosity. The physician described difficulty in controlling the system effectively which was a contributing factor to the event. The difficulty was related to anatomical tortuosity and did not allow for perfect control of the dcs actions. The tortuosity in the abdominal aorta and aortic arch was significant which contributed to the dislodgement, as the physician noted difficulty in obtaining accurate response from the system due to this tortuosity.

Event description:
It was reported that during a transcatheter aortic valve implantation with the evolut fx+ 26 millimeter valve, a valve dislodgement occurred caused by the paddle pocket of the delivery catheter system (dcs). Anatomical measurements were compatible with the implantation of the evolut 26 millimeter valve, and tortuosity of the abdominal aorta and aortic arch was present. A direct implantation strategy without predilatation was chosen. During positioning, operators observed a loss of control of the delivery system, which was likely related to the anatomical tortuosity. Fluoroscopic checks were performed to assess valve position, and the valve was considered to be in an adequate position for release. During deployment, the second leaflet did not detach smoothly from the dcs. While attempting to withdraw the delivery system, proper centralization relative to the valve could not be achieved, and the paddle pocket dragged the valve into the ascending aorta. Subsequently a non-medtronic valve was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.